Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous lad. During delivery of the device, the stent was dislodged. The orsiro was not retrieved, but a balloon catheter was placed inside the stent, and dilatation was performed at the place where the stent was dislodged.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation of the product detailed above did not reveal any non conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause was determined.